Event description:
It was reported that the patient's heart continues to go above the programmed rate and states that programming adjustments are planned. Follow-up was conducted to obtain information on the patient and whether the complaint was device related, but the patient has not been seen by the physician for this issue. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.